Manufacturer narrative:
The device was returned to olympus for evaluation. The customer¿s allegation was not confirmed, as no communication error was displayed. The device was investigated and inspected, and no abnormalities could be identified when the device was connected according to the instructions for use and operated. The history of the display settings {maintenance} message was checked, however, did not show any error displayed or occurred on (B)(6) 2023. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus representative reported on behalf of the customer that the visera elite ii video system center showed a communication error (unknown error code) displayed on the touch panel. The issue occurred during preparation for use. Several devices were connected, and when the device was not connected the error occurred many times. There was no patient harm reported or impact associated with the reported event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. Per the pre-operation inspection in chapter 5 of the instruction manual, the following checks were performed using the cv-1500 equipment, but no abnormalities could be identified. Endoscope connection no abnormality was identified in the connection. Check the power on power on inspection of the observation monitor confirm that the image is displayed. Inspection of the contents displayed on the endoscope screen confirm that the screen is displayed. Inspection of endoscopic images confirm that the illuminated light exits from the tip of the insertion site of the endoscope. Confirm that there are no abnormalities in the image. Confirm that nbi is switched. Check the light control function automatic, manual inspection. Olympus will continue to monitor field performance for this device.